Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient representative reported a left side ¿capsular contracture,¿ baker grade unknown, ¿breast was misshapen and hard,¿ ¿obvious bulging,¿ ¿patient requested implant removal to reduce risk of bia-alcl,¿ ¿living in a state of distress and fear of an undetected cancer since," ¿suffering from the emotional distress," and experiencing ¿palpable folds." Patient additionally reported ¿palpable masses¿ and ¿palpable lumps¿ which has been deemed to be not device related. The device remains implanted.